Event description:
Related to MFR report # 2183959-2012-00019. A perigee graft was implanted on (B)(6) 2009. It was reported that the pt is now experiencing, "back trouble."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.